Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the complaint unit was received in the original packaging box. The plunger was observed advanced and locked. Trace amounts of viscoelastic were observed inside the cartridge. No lens was observed inside the cartridge. The cartridge tip was observed broken. No assembly, molding, and/or coating issues were observed in the device. Investigation revealed that a probable cause for the cartridge tip damage is the lack of viscoelastic which could cause resistance and may then lead to a break in the cartridge tip by the push rod. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the end blew out of a pcb00 tecnis itec preloaded insertion system during handling but prior to insertion. It was indicated that the lens actually touched the eye but there was no explant. No incision enlargement. No sutures used. No patient injury. Another intraocular lens (iol) of the same model and diopter was used. Investigation of the returned product revealed that the cartridge tip was broken. No additional information was provided to abbott medical optics.